Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4: reference MFR report: 3008829311-2018-00017, reference MFR report: 3008829311-2018-00018, reference MFR report: 3008829311-2018-00019. It was reported the patient¿s drg system was auto-reducing. Diagnostics indicated high impedance readings. Reprogramming was unable to resolve the issue. Surgical intervention may take place as the next course of action.

Event description:
Device 4 of 4 : reference MFR report: 3008829311-2018-00017, reference MFR report: 3008829311-2018-00018 , reference MFR report: 3008829311-2018-00019. The patient had 2 leads placed bilaterally at the s1 vertebral level from lot ab2259 (MFR report: 3008829311-2018-00017) and ab2274 (associated with MFR report: 3008829311-2018-00018). Additional information received indicated the high impedance readings were associated with the lead implanted at the left s1 vertebral level. Surgical intervention was undertaken and that lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.